Manufacturer narrative:
(B)(4): analysis of lead model 3389s-40, lot# v856678 showed that the electrodes were misaligned and the distal tip was bent.

Event description:
It was reported that when the doctor opened the lead, the tip was bent. The implant was completed with a new good lead. If additional information is received, a follow up report will be sent. See also manufacturer's report # 6000153-2012-00104.